Event description:
Hcp reported a patient in the va dbs study experienced tonic clonic seizure shortly after lead implantation whle in CT scanner and again about three hours later with return to normal function after but admitted to ICU and kept in hospital for observation one extra night. The seizures resolved.